Event description:
Retained piece of guidewire seen on postop xray in 2009, one week postop. A second surgery was performed to retrieve the device fragment. Arthrex evaluated the product and concluded that the most likely cause was too much driver force over the guide pin, the driver tip hitting the flex point of the guide pin, or prying and/or leveraging on the guide pin. Their report was received in two months later. They reported that it was the first complaint of this type that they had received.